Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported left side device "recalled," "depression," "anxiety," strong pain in breast, capsular contracture baker grade unknown, and folds. Patient representative additionally reported sleeping disorders not related to the device. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a4 b3 b5 b6 d1 d2 d4 g1 g2 g4 h4 h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional confirmed left side capsular contracture grade unknown. Sonogram diagnosed event.